Event description:
This report summarizes <noe> 328 </noe> malfunction events in which the device had paint chips missing. 325 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. 328 previously reported events are included in this follow-up record. Product return status 297 devices were received. 7 devices were evaluated in the field. 23 devices were not available for evaluation. 1 device investigation type has not yet been determined. Event confirmation status 304 reported events were confirmed. Evaluation results 304 devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 327 </noe> malfunction events in which the device had paint chips missing. 324 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 327 previously reported events are included in this follow-up record. Product return status 296 devices were received. 4 devices were evaluated in the field. 23 devices were not available for evaluation. 4 device investigation types have not yet been determined. Event confirmation status 300 reported events were confirmed. Evaluation results 300 devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 328 </noe> malfunction events in which the device had paint chips missing. 325 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 327 events were originally reported for this failure mode during the reporting quarter. 328 events should have been reported; 1 event was inadvertently excluded. - 328 reported events are included in this follow-up record. Product return status 297 devices were received. 6 devices were evaluated in the field. 23 devices were not available for evaluation. 2 device investigation types have not yet been determined. Event confirmation status 303 reported events were confirmed. Evaluation results 303 devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 328 </noe> malfunction events in which the device had paint chips missing. 325 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 328 previously reported events are included in this follow-up record. Product return status 304 devices were received. 24 devices were not available for evaluation. Event confirmation status 304 reported events were confirmed. Evaluation results 304 devices were found to be affected by missing paint chips.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 327 events were reported for this quarter. Product return status: 295 devices were received. 23 devices were not available for evaluation. 9 device investigation type has not yet been determined. Event confirmation status: 295 reported events were confirmed. Evaluation results: 295 devices were found to be affected by missing paint chips. 327 devices were not labeled for single-use. 327 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 327 </noe> malfunction events in which the device had paint chips missing. 324 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.